Event description:
It was reported that a home patient (hp) experienced air in the cassette on the homechoice device, during dwell. The hp was connected at the time of the event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.